Event description:
A pt underwent a revision surgery to replace an anterior cervical plate because of continued pain post-op. The original hardware was placed at c4-c6 (B)(6) 2009. The original hardware was removed because the surgeon decided to perform a larger discectomy with more extensive removal of posterior longitudinal ligament required, along with the addition of new allograft.

Manufacturer narrative:
The initial reporter indicated that the original hardware had provided the temporary fixation as intended. There was no device failure leading to the revision surgery.